Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the patient had 3 small burns on the elbow. While sleeping, the patient rested their elbow on the monitor pod. Pod was under the sheet. The pod got hot and patient woke up feeling his arm hot and noticed 3 dark blister like marks on elbow. Customer reports that the pod does have a burning smell. Biomed tried to remove top label in order to disassemble the pod, but there were no screws. So, the pod was not disassembled, but the label is destroyed. It was reported that the label was intact when the patient was burned. (B)(4).